Event description:
It was reported to philips that the digital subtracting angiography (dsa) could not be performed on both frontal and lateral planes. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing a planned treatment which was delayed and completed after restarting the system without the dsa run. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable perform the digital subtracting angiography (dsa) on both frontal and lateral planes. A review of the system logfile showed image disk full error and confirmed the reported malfunction. Upon functional testing, the fse identified that dsa run was unable to perform due to storage on the host pc was full or there were corrupted files on host pc. To resolve the reported issue, the fse recreated the image store on the frontal and lateral stand and confirmed the consistency on frontal and lateral. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.